Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a reservoir leak. The customer's blood glucose was 140 mg/dl. The customer stated the leak was past the second o ring. The customer was advised the leak could be an air bubble in the reservoir that is expanding during filling. The customer also stated there was no fluid/insulin visible under the battery and reservoir compartment or under the lcd display. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).